Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :according to the information received, ¿it was reported that after broaching, the surgeon attempted to trial but none of the neck trials would smoothly fit onto the size 11 corail broach. The neck trials would get stuck or not properly sit on the size 11 broach. The event did not happen in surgery¿. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the broach corail amt 11 revealed that the post presents several nicks and deep scratches around the surface. A functional test was not performed since the reported mating device was not returned for evaluation. However, based on the damage of the post, it is reasonable that the reasonable that the observed condition prevents the broach from assembling its mating device as intended. The condition of the post was consistent with a random component failure that may have been caused by exposure to unintended forces such as, but not limited to, impaction forces and prying motion while the broach is not fully seated to the mating handle. The overall complaint was confirmed as the observed condition of the broach corail amt 11 would contribute to the a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot :the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after broaching, the surgeon attempted to trial but none of the neck trials would smoothly fit onto the size 11 corail broach. The neck trials would get stuck or not properly sit on the size 11 broach. The event did not happen in surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.